Event description:
It was reported that the water would not come out of the balloon on the foley catheter. The customer went to the hospital to have the balloon deflated and the catheter removed. The doctor was unable to deflate the balloon so the catheter was removed while the balloon was still inflated. The customer allegedly experienced pain with removal of the catheter; however, no medical intervention was required for the pain.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water would not come out of the balloon on the foley catheter. The customer went to the hospital to have the balloon deflated and the catheter removed. The doctor was unable to deflate the balloon so the catheter was removed while the balloon was still inflated. The customer allegedly experienced pain with removal of the catheter; however, no medical intervention was required for the pain.